Manufacturer narrative:
Additional information regarding patient's weight was requested but not received yet. Age of device: 2 years, 11 months. Manufacturer's investigation and conclusion: analysis of the photographs submitted by the account confirmed the report of damage to the patient¿s percutaneous lead (driveline). The photograph depicted what appears to be a circumferential tear in the outer silicone jacket of the driveline, exposing the bionate layer. Visual inspection of the photograph indicated the damage appeared cosmetic.after rescue tape was applied to the damaged area of the driveline, the patient no longer experienced an electrical sensation when the area touched the skin. Review of the submitted system controller log file was unremarkable; the pump appeared to be functioning as intended at the time of the event. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The pump remains implanted and the patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had an electrical sensation when it touched skin. The driveline damage was cosmetic and it was rescue taped. Technical services reviewed the log file but did not find any atypical pump parameters. Pump operated as expected. Patient is doing well. No further issues reported.